Manufacturer narrative:
Corrected information d9: date returned to MFR. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation was able to load, unload, and run multiple infusions without any errors. A review of the event history log (ehl) revealed multiple occurrences of "air-in-line!" Alarms. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air-in-line during testing in the biomedical service department. There was no patient involvement. No additional information is available.